Event description:
It was reported that the lead was explanted and replaced due to possible oversensing. It was noted that there were fast vt episodes with short intervals. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead returned